Event description:
A hospital in (B)(6) reported that water leakage occurred at the connection between the water feed tube and the bag spike of an mr290 humidification chamber at start of use. This occurred prior to patient use.

Manufacturer narrative:
(B)(4). Method: the complaint mr290 chamber was received at fisher & paykel healthcare (B)(4) and was visually inspected. Results: inspection of the complaint feedset tube revealed that the feedset tube had become separated from the spike. There was adequate glue on the feedset tube/spike connection but the glue was not bonding. A lot check revealed no other complaints of this nature for lot 121101. Conclusion: we were unable to determine the cause of the reported fault. All chambers are pressure tested before they leave the production line and any holes or leaks in the feedset are identified during this process. This suggests that the spike became loose after release for distribution, likely as a result of failure of the glue bond that joins the spike to the water feedset tube. The user instructions which accompany the mr290 chamber state the following: "set appropriate ventilator alarm." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." (B)(4).